Event description:
Revision surgery - the surgeon went in to repair the tuberous and swapped out the implants.

Manufacturer narrative:
The reason for this revision surgery was to address instability after 9.75 months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the instability was most likely due to a tuberous issue. There was no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.